Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states customer returned pump for an alleged damaged battery compartment found on (B)(6) 2022. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to constant insulin flow blocked alarm. Constant insulin flow blocked alarms noted during priming to moisture damage to force sensor. Unit successfully downloaded to thus. Verified the last insulin flow blocked alarm recorded in pump history download was on (B)(6) 2021 11:47:00.000 during normal bolus. Pump was cut open to perform visual inspection and found evidence of moisture damage on force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked battery tube threads, missing serial number label, missing end cap address label, and minor scratches on lcd window. In summary, customer allegation for cosmetic damage was confirmed during visual inspection where cracked battery tube threads was noted. Insulin flow blocked alarm was confirmed during testing due to moisture damage on force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump long crack beginning from the top of the pump , all along the length of battery tube and insulin flow block due to moisture damage was confirmed during product analysis. No further patient complications were reported. The customer has been advised to discontinue the usage of the pump. The device was returned for analysis.